Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Office note (B)(6) 2020 indicates the patient is still experiencing pain and instability, feels as though his knee could ¿give way at any time¿. Pain is located in his right knee, right hip (bilateral hips are natural ¿ no implants) and now left knee. X-rays of the right knee show revision right total knee arthroplasty components in good position. No sign of failure or loosening. Treatment includes pain medication and physical therapy. On (B)(6) 2016, the patient had a right total knee arthroplasty due to right knee osteoarthritis. Depuy components along with depuy patella were used. Depuy cement x2 was utilized. No complications were noted. Post-operative notes state the patient had blood transfusion, no allegations excessive bleeding were reported. (Sticker page 95 of 570). On (B)(6) 2016, the patient had a closed nasal reduction to address nasal fracture. It notes that the patient fell down and hit his face one week ago resulting in a nasal fracture and a cervical spine fracture. On (B)(6) 2017, the patient had a left total knee arthroplasty to address left knee osteoarthritis. Depuy components, including depuy patella were utilized along with depuy cement x2. No complications were noted. (Sticker sheet page 276 of 570). On (B)(6) 2018, the patient had an arthroscopic debridement of total right knee arthroplasty to address pain, stiffness, grinding/popping sensation, and crepitus. Scar tissue was removed. It was noted that there was scar tissue formation. No components were revised. On (B)(6) 2020 patient tested positive for nickel allergy. On (B)(6) 2020, the patient had a revision of right total knee arthroplasty, all components, to address failed right total knee arthroplasty. The tibial tray was noted to be ¿grossly loose in the cement mantle¿ and there was metal debris. The loosening interface was not specifically called out. The femoral component ¿bubbled, but was not grossly loose¿. The patella component was noted to be loose, but no interface provided. There was a cyst noted in the patella bone stock and there was a moderate amount of chronic appearing inflammatory tissue, but no frank purulence. Competitor components were implanted during this procedure along with depuy cement x3. Medical records ad 05 nov 2020 were reviewed. Correction from previous medical record review. Depuy patella was implanted along with competitor components using depuy cement during the (B)(6) 2020 revision. On (B)(6) 2020 the patient had a right hip intra-articular injection under ultrasound guidance to address pain in right hip. On (B)(6) 2020 the patient had physical therapy to address right knee pain, instability, and difficulty with balance. (Depuy patella and depuy cement were in place at this time). Doi: (B)(6) 2016, dor: (B)(6) 2020 (all components - captured in (B)(4)), doe: (B)(6) 2020, right knee.